Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose have been in the 300 mg/dl and 400 mg/dl range for the past few days. The customer experienced thirst and frequent urination. The customer treated via insulin pump therapy and manual insulin injection; the customer was wary not to over-dose for manual insulin injections. She has also changed her infusion set and reservoir. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. The alarm history revealed multiple instances of no delivery alarms. A high pressure test could not occur due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and two infusion sets were shipped to the customer.